Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an implant procedure involving this right ventricular (rv) lead the patient reported experiencing chest pain. The rv lead was positioned but exhibited high threshold measurements causing the physician to reposition it in another location with adequate measurements. At the end of the procedure, the physician noticed a pericardial effusion via ultrasound. This was thought to have been caused by the rv lead perforating the heart. The patient was hospitalized and later released by the hospital. The rv lead remains in service and there were no additional adverse patient effects reported.